Manufacturer narrative:
The smart card data was returned for analysis. Review of the data recorded on the returned smart card confirmed the reported occurrence of several incidences during the treatment. The prime was completed successfully. The blood collection was started and 341ml whole blood was processed and the treatment was aborted. The review of the data could not determine the cause for the reported incidences. Investigation completed. (B)(4). Device not returned.

Manufacturer narrative:
System was used for treatment. Kit lot e131 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. This assessment is based on information available at the time of the investigation. The evaluation of the smart card data, submitted by the customer, was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4). Device not returned.

Event description:
Customer reported a blood leak that at the centrifuge pressure sensor that had happened the previous day. Incident occurred after 341 ml wbp and the patient fluid balance was -194 ml. Users have cleaned the instrument, replaced the kit and successfully treated the patient. The physician did not express any concern regarding the patient condition due to the incident. Customer provided the smart card data-log for the investigation.